Event description:
This report is for file (B)(4).

Event description:
It was reported that during a tfn hip fracture procedure, surgeon was inserting the helical blade (456.305) through the nail (456.640s) and the blade would not pass through the nail. Surgeon confirmed the locking mechanism of the nail was not engaged. Surgeon then backed out the helical blade and replaced it with new helical blade. The wire guide was not centered in the hole of the lateral cortex. Surgeon used a mallet and struck the wire guide and pushed the tip into the lateral cortex. The surgeon was able to advance the new helical blade to complete the procedure with no further problems. No adverse effect to the patient. The surgeon requested the instruments to be evaluated. The helical blade (456.305, lot 6865087) was damaged during insertion, and the nail (456.640s, lot 6776320) is implanted in the patient, unavailable for return. This is report 1 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the insertion handle, aiming arm, buttress/compression nut, and blade guide sleeve appear to be undamaged with normal expected wear. The alignment indicator of the blade inserter does not align and spins on the shaft. The helical blade exhibits a deep gouge on one of the chisel flutes indicating that it had possibly caught on the edge of the oblique hole of the nail. It appears that the blade was misdirected to the oblique hole in the nail and may have engaged the edge of the hole. The respective devices were assembled, but needed to procure a nail, blade coupling screw and nail connecting screw. It was found that when the end of the blade guide sleeve is 10mm from the lateral side of the nail (a good normal distance) the tip of the blade (side with gouge) hits the edge of the oblique hole in the nail (if this were used on the left side it would be the anterior side of the hole). The blade portion does pass through the nail and becomes stuck and hard to advance when the shaft of the blade engages the oblique hole and cannot be passed with normal hand force. When a slight amount of pressure is applied to the end of the blade guide sleeve the complained condition can be replicated. In regards to the wire guide comments, it is difficult to understand the information on this and what was explained by the consultant and since the device was not retuned with this complaint the actual issue cannot be determined. From the physical evidence, and review of the complaint history there appears to be a misalignment issue that has not been detected or replicated until now. From a design perspective, it is concluded that this complaint is valid. The manufacturing evaluation showed insertion handle (357.411) returned with marks/scratches on surface finish. Handle is worn with some damage along edges on top side. Grooved location used for sliding cap also is worn with some damage on top of insertion handle and grooves along edge. The dimensions measured are within the print specification; therefore this complaint is invalid from a manufacturing standpoint. A CAPA risk assessment was completed for the identified non-conformance. Based on the results of this risk assessment a CAPA will not be initiated.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.